Event description:
Philips received a complaint on the heartstart xl+ indicating that the device has an error in the auto-test. The customer worked with the rse. The customer reports that the error codes: "7:38" and "7:34:10" appeared in the hardware error logs of the defibrillator. These error cords indicate that the high voltage capacitor and the processor printed circuit assembly (pca) are defective. The customer was informed that service could no longer be completed on the unit as the device had reached end-of-life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) was 31dec2022. No further action is required at this time.